Manufacturer narrative:
The system serial number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the patient experienced an anterior capsule tear during a laser assisted cataract with intraocular lens implant (iol) surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4).